Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the note from the physician, the patient's tissue was noted to be too fragile to handle a device in the left ventricle. Therefore, the cause of the perforation was due to patient condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support post procedure. The impella 5.5 inserted via the direct access. The pump was positioned and experienced suction that prompted blood products. The team then observed a condition deterioration that prompted the team to treat the patient for left ventricle (lv) perforation. The lv perforation was due to the myocardial tissue being weakened. The patient survived.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.